Event description:
It was reported that a difficult plunger was found during use with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, "this is an account that uses a lot of insulin syringes for botox and have been using them for quite some time they have been having a problem with the plungers all sticking and they do not want the wrong amount of botox to be injected in the patient."

Manufacturer narrative:
Level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger rod difficult to move on lot # 9126684. Investigation summary: no samples (including photos) were returned as of 13 january 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9126684. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a difficult plunger was found during use with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, "this is an account that uses a lot of insulin syringes for botox and have been using them for quite some time they have been having a problem with the plungers all sticking and they do not want the wrong amount of botox to be injected in the patient."

Manufacturer narrative:
The changes are the following: g.4. Date received by manufacturer: 2019-12-09.

Event description:
It was reported that a difficult plunger was found during use with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter. "This is an account that uses a lot of insulin syringes for botox and have been using them for quite some time they have been having a problem with the plungers all sticking and they do not want the wrong amount of botox to be injected in the patient."